Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure approximately 7 months ago. According to the complainant, this device has been implanted for seven (7) months. On (B)(6) 2016, a procedure to replace the device was performed. During withdrawal, they pulled the device strongly and the internal bolster detached from the tube, fell off, and remained inside the stomach. In the physician's own assessment, the bolster did not detach, it just came off. In addition, the physician thinks that the device would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the customer had cut the tubing at approximately 21.5 cm from the distal end and the proximal section was not returned. The ink markings had been worn off, most likely from rigorous cleaning. The external bolster was located at the 5 cm mark and was without issue. The internal bolster was found to be separated from the device and was not returned. Remnants of the bolster remained on the circumference of the tubing end. It appears that the internal bolster had been securely molded to the tubing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure approximately 7 months ago. According to the complainant, this device has been implanted for seven (7) months. On (B)(6) 2016, a procedure to replace the device was performed. During withdrawal, they pulled the device strongly and the internal bolster detached from the tube, fell off, and remained inside the stomach. In the physician¿s own assessment, the bolster did not detach, it just came off. In addition, the physician thinks that the device would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.